Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an infusion of cytarabine was programed to start infusing at 10:00, drips were observed prior to leaving the room. When the rn returned to administer medication, it was discovered that the bag of cytarabine did not change in volume. There was no patient impact.